Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company rep that high impedance was rec'd during an office visit and confirmed by system diagnostics being dc dc 7. X-rays were done and were analyzed the same day at the hospital and no lead breakage was obvious. The x-rays will not be provided to the MFR by the hospital. Additionally, the hospital performed an emg recording which clearly indicated a potential lead break due to the specific signal recorded. At the moment revision surgery is pending in which the generator might be replaced due to implant longevity. Further info was rec'd from a company rep indicating that it was unk if pt manipulation or trauma occurred. Programming history was not available by the site and the lead model was unk. At the moment the last known good diagnostics are unk and replacement surgery has not been scheduled.